Event description:
The pt (B)(6) is implanted with percutaneous leads in the occipital region (off-label). It was reported the pt is experiencing uncomfortable stimulation from the right side lead when therapy is in use. Reprogramming will be undertaken in an attempt to address this issue. There are no immediate plans for invasive intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.